Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that tpn was infusing, the pump alarmed for ail, the nurse checked pump and examined the tubing. When she opened the pump, she noted that the tubing had torn. The tear was across the width of the tubing, nearly severing it. No pt harm or medical intervention occurred. No further pt/event info was reported.